Manufacturer narrative:
Brand name: style 410 silicone gel filled breast implant. Device information: serial #: (B)(6). Lot #: 1846702. Catalog #: n-st-mf135-420. Device exp date: 04-jun-2015. UDI number: (B)(4). Device manufactured date: 07-jun-2010.

Event description:
Upon review of additional information, it has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported rupture. The device status and affected side are unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.